Event description:
A family member reported that the patient's pump was hot. The battery was removed and was reported to be extremely hot. The family member stated that no one suffered any burns or skin redness from the heat. He denied moisture or corrosion in battery compartment. The family member reported that the patient had an energizer lithium battery in pump at the time. He said he replaced it with another lithium battery and the pump powered up with no further issues.

Manufacturer narrative:
There is no adverse event associated with this complaint. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.